Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages and alarms) was isolated to the electrode belt ECG c&d cable¿s lead-1 being pinched, causing ECG c to not recognize during falloff testing. The root cause for pinched wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying check therapy pads and adjust belt messages.